Manufacturer narrative:
Patient information unknown/asked but not provided. Date of event: unknown, not provided, but the best estimate date is between aug 1, 2022 and oct 10, 2022. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed and no non-conformance report (nc) was found as part of this manufacturing records review. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been s submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye as patient complained of blurry vision. The post-operative (op) vision is 20/20. There were no medical or surgical interventions required. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: dec 8, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a specimen cup. Visual inspection under magnification revealed that the lens was cut in half, which is consistent with a lens that was explanted, and both halves were covered in dry viscoelastic material. The lens was cleaned and further inspected under magnification, and no further issues were observed. No issues that could contribute to the complaint issue were observed. The complaint issue "blurry vision" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.